Event description:
It was reported that the customer was hospitalized twice due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization first time was 1200 mg/dl. The second time blood glucose reading was over 600 mg/dl. Caller stated that in both incidents, the customer had problems with the tape sticking and insulin was leaking from the site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.